Event description:
During service, five battery discharges below alarm threshold were found in the battery history. There have been no reports of any patient incident involving this pump since the last baxter service event.